Event description:
Customer reported a barcode misread when performing the ortho hcv 3.0 elisa. No error message was generated by the instrument. An fse was dispatched and was unable to duplicate the concern. Fse cleaned the scanner window as a preventive action. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.